Event description:
High rv threshold on (B)(6) 2022. Previous lead measurement range o.sv- 2.5 v. Device appears to be currently functioning as programmed. Weight not obtained was not able to provide a verbal report. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).